Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Upon review of the article it was learned that a patient with a 31mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement procedure after an unknown implant duration due to degeneration resulting in moderate aortic insufficiency. The patient presented with congestive heart failure. The explanted valve was replaced with a 31mm non-edwards valve. Echo showed a well-seated valve with slightly improved left ventricular function. The patient's recovery was noted to be slow and the post-operative course was complicated by fungemia. The strain was identified as candida glabrata. The patient was discharged to a long-term chronic care facility for further recovery.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Upon review of the article, it was learned that a patient underwent a third mvr and unplanned avr approximately two months after the implant of a 31mm 7300tfx pericardial valve due to complications including iatrogenic acute ai, injury to the lcx artery, and lvot obstruction. The patient presented with chf. Tte showed an ef of 43%, severe hypokinesia of the inferior and posterior walls, severe ai (anteriorly directed regurgitant jet against the septum), mild mr, and mild to moderate tr. CT scan showed protrusion of one of the mitral valve bioprosthetic struts in the lvot. Cardia cath showed a new 80% narrowing of the lcx artery in the proximity of the mitral annulus. Intraoperatively, there was a large perforation at the bottom of the left av cusp, which was entrapped by a mitral valve suture. The mitral bioprosthesis was malrotated with one of the struts in the middle of the lvot. The old mitral bioprosthesis was removed and the mitral annulus was carefully debrided. A vein graft was placed to the posterolateral branch of the lcx artery. The explanted valve was replaced with a 31mm non-edwards valve. The aortic valve was replaced with 21mm non-edwards valve. Echo showed a well-seated valve with slightly improved left ventricular function. The patient's recovery was noted to be slow and the post-operative course was complicated by fungemia. The strain was identified as candida glabrata. The patient was discharged to a long-term chronic care facility for further recovery.

Manufacturer narrative:
The most likely root cause of the reported lvot obstruction is procedural factors, including improper positioning of the device at implant. Iatrogenic aortic insufficiency and injury to the left circumflex artery were also reported as adverse events. The most likely root cause of the reported iatrogenic ai is procedural factors. Based on the information provided, a definitive root cause of the reported injury to the lcx could not be determined, however, procedural factors likely caused or contributed.